Event description:
It was reported that about two days after an open sigmoidectomy, bleeding from the anus was confirmed. Then, it was found with colonofiberscopy that the bleeding occurred from the site which had been closed the inserting opening during an end-to-end anastomosis. The bleeding was stopped with clips by the transanal route. The bleeding was confirmed 2/3 of 60 mm in length. There were no adverse consequences to the patient. During the 1st operation, the staples were not malformed and no bleeding was confirmed. The staple line was the 4th firing of the device with a blue cartridge. Reinforcement material was not used. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: how thick was the tissue? The tissue was regular. Did the surgeon wait 15 seconds prior to firing? We have no detailed information. Where was the bleeding found? The bleeding was confirmed the staple line of 2/3 of 60 mm in length. Were any other stapling devices used during the procedure? Or were all anastomosis completed with echelon flex? Any suturing? We have no detailed information. How is the patient currently? The patient was getting well and the patient had already left the hospital, no prolong hospitalization. Is the patient expected to have a full recovery? Yes. Patients preexisting conditions? We have no detailed information. Were there any difficulties with the device during the initial procedure? We have no detailed information."